Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as an upstream occlusion) but did not reproduce the reported "occlusion above pump." The evaluation found low readings on the ultrasonic sensor which likely caused the reported symptom. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had an "occlusion above pump" during testing. It was also reported that there was no patient involvement.